Event description:
The serial cable has been returned for analysis. Completion is pending.

Event description:
A consultant was at a site and they had just updated their handheld from v7.1 software to v8.1 software. The handheld computer was able to successfully upgrade to the v8.1 software, without any problems. When he attempted to test out the programming system on his demo generator, he was getting communication errors. Troubleshooting was performed, and he narrowed the issue down to the serial cable. He was able to get communication to go through only if holding the serial cable a certain way. The serial cable will be sent back for analysis but at this time has not been received.

Event description:
An analysis was performed on the returned serial cable. During the analysis it was identified that the power cable portion had an intermittent connection. Continuity testing was able to verify an intermittent negative electrical connection in the power connector portion of the handheld serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis.

Manufacturer narrative:
.